Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Hospital retained device.

Event description:
It was reported that the patient's right shoulder was revised due to loose components. The screws were not holding. Patient's shoulder was converted to a hemi.